Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified the unit had one preventive maintenance service within the past 12 months; with no indication the complaint was related to prior servicing. Visual inspection found no physical damage. Functional testing did not replicate the reported issue; however, event log review confirmed error code 41171 occurrences. The probable cause was determined to be an intermittent failure of the main board. No repair actions were specified.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump experienced the error code 41171. There was patient involvement but no harm.